Event description:
A materials manager reported a surgeon explanted an intraocular lens (iol) due to a broken haptic. In a follow-up, the nurse explained that the patient experienced photophobia, blurry near vision, and glare at night. The initial plan was to reposition the lens; however, during the surgery, the haptic broke and the surgeon explanted the iol instead. The patient is reported to be doing well post-exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/17/2009, 09/21/2009, and 10/07/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/15/2009.